Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the patient was having labs drawn. After the tourniquet was taken off the patient¿s arm and a cotton ball placed over the needle to remove, the needle dislodged from base and was left in their arm. The needle had to be pulled out without the safety being attached. Additional information provided by the customer stated that the needle detached cleanly from the hub. The needle was in the patient's arm for one minute. The needle was removed by the clinician using their hand/fingers with gloves on. There were no injuries to the patient and no further intervention was required.